Event description:
Customer reported that t: slim x2 pump battery would not charge, with the issue persisting for months and worsening recently. Customer's blood glucose level was not adversely affected since there was no indication of abnormal levels. Cts arranged to replace the pump and send a new charger, while the customer was informed about training available for the new pump. Customer acknowledged instructions on returning the problematic pump and the timeline for uploading the replacement to tandem source.